Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Blood and signs of clinical use was observed. Blood residue was seen in the suction cups on the baffle. There were no visual defects. The device was evaluated for its mechanical function. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm tightened and remained secure when the tightening knob was turned clockwise. Based the returned condition of the device and results of the investigation the reported complaint was unable to be confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer knob failed to tighten the arm. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. During procedure, it was noted that the knob span around and failed to tighten the arm. Another product was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer knob failed to tighten the arm. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. During procedure, it was noted that the knob span around and failed to tighten the arm. Another product was used to complete the procedure. No patient injury was reported.